Event description:
Caller states the pt tested 167 mg/dl and 144 mg/dl on the advantage sys while disoriented. The pt was given juice and a glucose tablet by a layperson. The paramedics were called and tested customer with a result of 45 mg/dl on the professional device within 10 minutes of the advantage sys results. The pt was given a dextrose injection and dextrose IV. Requested return of suspect sys and replacement was sent.